Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered once for lead failure predictor on (B)(6) 2011 02:01:17. Oversensing was noted as three ventricular nst<=210 ms average v-cycle episodes occurred between (B)(6) 2011 15:22:26 and (B)(6) 2011 09:57:23. Interference/noise was noted as ventricular short interval count was 64 counts, in 36.96 days between (B)(6) 2011 11:33:41 and (B)(6) 2011 10:37:20.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert tripped, and oversensing and noise were observed. The device was reprogrammed and the lead and device are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert tripped, and oversensing and noise were observed. The device was reprogrammed and the lead and device are still in use. It was further reported that months after the reprogramming occurred, oversensing was still noted. No patient complications have been reported as a result of this event.